Manufacturer narrative:
As the lot number for the devices were not provided, a manufacturing review could not be performed. For one malfunction, the sample is not available for return to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The remaining malfunction was returned to bd and is pending evaluation as well as completion of a photo review. The company is still investigating the issue at this time.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 9808560 implantable port allegedly experienced a fluid leak. This information was received from various sources. These events involved patients with no patient consequences. For one event, the patient is a (B)(6) weighing 42 kg. The age and weight was not provided for the remaining malfunction. Both malfunctions reported male patients.

Manufacturer narrative:
H10: as the lot number for the devices were not provided, a manufacturing review could not be performed. For one malfunction sample was returned to manufacturer for evaluation and evaluation identified for leak. For remaining malfunction, the sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The devices were labeled for single use. H10: g4 h11: g1, h6(results & conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 9808560 implantable port allegedly experienced a fluid leak. This information was received from various sources. These events involved patients with no patient consequences. For one event, the patient is a 71 years old weighing 42 kg. The age and weight was not provided for the remaining malfunction. Both malfunctions reported male patients.

Manufacturer narrative:
H10: as the lot number for the devices were not provided, a manufacturing review could not be performed. For one malfunction sample was returned to manufacturer for evaluation therefore the investigation was determined to have and also been confirmed for fluid leak(1250),fracture (1260) and disassembled during installation(1398/4049) . For remaining malfunction, the sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The devices were labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 9808560 implantable port allegedly experienced a fluid leak. This information was received from various sources. These events involved patients with no patient consequences. For one event, the patient is a 71 years old weighing 42 kg. The age and weight was not provided for the remaining malfunction. Both malfunctions reported male patients.